Event description:
A report was received that during the permanent implant the pt suffered a dural tear below the level of her paddle lead. The pt immediately experienced a headache and loss of cerebrospinal fluid. The pt was admitted to the hospital and was treated for the dural tear for several days. Treatment details have not been provided at this time.